Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the device¿s touchscreen had issues. The device was not in use at the time the reported issue was discovered. There was no patient or user harm reported. The service engineer (se) reported that even after calibration was performed, a reaction from the touch screen deviated. The se replaced the touchscreen, and the issue was resolved. No other anomaly was found.

Manufacturer narrative:
A touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.